Event description:
When fallopian tube clips were being applied, the clip applicator was slow to release the clip and the fallopian tube. A small amount of manipulation was needed to release the clip. No pt injury was reported. The case was completed without any other problems.